Event description:
No additional information.

Manufacturer narrative:
The device history record (DHR) review for dermatome an handpiece, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 21 mar 2019, it was reported from lhsc-uc that a dermatome an handpiece was cutting too deep and required suturing. Product review of the dermatome an handpiece by zimmer biomet surgical on 02 apr 2019 revealed that the control bar was not in the correct position as it was too low. The device was in calibration and the motor rpms were in specification. It was noted that the head, calibration shaft, and bearings required replacement. Repair of the dermatome an handpiece was performed by zimmer biomet surgical on 02 apr 2019 which included replacement of the head, calibration shaft, and bearings. The control bar was re-positioned correctly as well. Dermatome an handpiece, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number (B)(4) dated 21 mar 2019. While the returned product investigation confirmed that the dermatome an handpiece would cut too deep due to the control bar being set too low, it cannot be determined from the information provided what actually caused the control bar to come out of proper position. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning after the control bar was re-positioned correctly as well as replacing the head, calibration shaft, and bearings. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during surgery the device was cutting too deep. Full thickness wounds caused by dermatome required suturing. There was an hour and half delay of procedure. Patient was under anesthesia. No additional skin graft additional unplanned skin graft needed to complete the surgery. No additional consequences have been reported as a result of this malfunction.